Event description:
It was reported that the pt's pump was removed due to the fact that she lost therapeutic effect. The physician discovered that the catheter was broken and twisted. The pt was concerned that catheter was not removed. The medication being delivered via the device system was not reported. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).